Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed a low speed event while the patient was supported on the backup battery during a no external power event; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events from 12jan2024 through 12feb2024. A low speed event was captured on 09feb2024 which resolved on its own. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook, document #10006962, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump speed, flow, power, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, pump flow is a calculated value that is estimated based on pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Section 3 of the IFU, ¿powering the system¿, states that during a low battery power hazard alarm, the system reverts to power saver mode and gradually ramps down to the low speed setting. This section further states that the lvas remains in power saver mode until a new pair of fully-charged batteries are installed, the system controller is connected to the power module or mobile power unit, or until no further power remains. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review and captured that the pump speed was briefly below the low speed setting during a no external power event.